Manufacturer narrative:
Follow-up # 1 date of submission 07/02/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2015 with the following findings: a review of the pump alarm history revealed a cs 064 alarm. The pump powered on properly with no alarms occurring. During testing, the pump rewind, load and prime steps were performed successfully; the pump was exercised for 24 hours with no call service alarms. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment and a dim, discolored display.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.